Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv3819 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that difficulty was encountered when a nurse was placing the sheath. Wrinkles were found with the front end of the sheath, leading to the impossibility of use.